Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and failed due to cracked receiver window. Charge and boot testing was performed and failed due to receiver would not power on. An attempt to download the log failed due to receiver would not power on. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.